Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on item 011-h1225 could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 12733917 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional reporter information: (B)(6).

Event description:
The event occurred on an unknown date in (B)(6) 2023 involving a 41 cm (16") appx 2.7ml, ext set tubing pur ambrate, spike, y-clave¿, luer check valve where blockage during administration of fluorouracil (5-fu) was reported. The device was connected to an infusomat space cyto-sets; b.braun manufacturer to 3 three different types. The problem occurred in the beginning of infusion when a nurse started to administer the medicine where there was an immediate blockage. There was unprotected chemo exposure. There was patient involvement and delay in critical therapy; however, there was no patient harm. This is the first of four events.